Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). All the components were removed due to unknown reason. A surgical procedure was performed in which a new aus system consisting of a 4.5 cm cuff, a control pump and a 61-70 cm balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient experienced recurring incontinence due to fluid loss in the previous aus system at an unknown location. There is no more information available.